Event description:
The customer reported that there was a hole in the canopy large panel. Eval of the returned product found that the window zipper slider body was open.

Manufacturer narrative:
The product was returned for eval. Inspection found that the window zipper slider body was open on panel side a. On window side a, the netting had a three inch hole. On panel side d, the left and right leg bottom caps had broken elastic. (B)(4).